Manufacturer narrative:
Batch review performed on 28.01.2020. Lot 167547: (B)(4) items manufactured and released on 20.03.2017. Expiration date: 2022-03-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016. Clinical evaluation: revision surgery performed 8 months after cementless total hip arthroplasty due to femoral stem impingement with the acetabular rim. In the radiographic image provided acetabular component seems anteverted and the reason of this implant position is unknown. However, no conclusion can be drawn on the basis of a single anteroposterior postoperative projection. In this case, there is no reason to suspect a malfunctioning device. Preliminary investigation: preliminary investigation performed on 13th february 2020. The cup slightly shows a sign on the rim; basing on the received information, there are no reasons to suspect a malfunctioning of the device. From the received images it is not possible to determine the root cause of the event, it is possible that an high anteverted positioning of the cup could have caused the impingement between cup and stem. Other device involved in the event stem: quadra-h 01.12.21sn cementless, ha coated std stem # 1, short neck lot. 187840 (k082792). Batch review performed on 28.01.2020. Lot 187840: (B)(4) items manufactured and released on 12.12.2018. Expiration date: 2023-12-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
Revision surgery performed 9 months after the primary due to the impingement between the cup and the stem. The cause of the impingement is unknown. The cup, liner and ball head were revised.